Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer was showing noise on the electrocardiogram (ECG) lead signals. When the ECG cable was disconnect ed from the programmer, noise was present; the noise went away when the clipping and artifact detection were turned off. The noise then returned when the cable was reconnected. The caller was advised to connect to the next patient while keeping clipping and artifact detection off, and to return the programmer if noise was still present. The status of the programmer is unknown. No patient complications have been reported as a result of this event.